Event description:
A system operator reports the laser stopped firing during a procedure. The surgery was aborted, the system was re-set successfully and the procedure was completed. The system operator stated the pt was not harmed or injured by this event.

Manufacturer narrative:
Reporting of this complaint at this time is based on receipt of a letter from the FDA dated april 10, 2008 in which the agency informed alcon that complaint (event date: 2006) should have been reported as a serious injury MDR. As a result of that injury report, a 2-year reporting timeframe was initiated for all complaints of the same type. All complaint files for the ladarvision4000 were reviewed for this type of event starting 2006. This MDR filing is a result of that retrospective review. Determination of root cause: assessment: the technical manager (tm) was dispatched to the site to evaluate the device and was unable to duplicate the reported issue. The tm passivated and ran the laser for over an hour at various control voltages, but was unable to duplicate the laser not firing. As a preventive measure, the tm conditioned the thyratron for an additional hour. No parts were replaced or returned for manufacturing investigation. He completed a system verification prior to departure. A review of the surgery database by a quality engineer identified the laser stopped firing event as reported. There has been one similar complaint received from this facility following this event. It is being reported under MFR's number 1061857-2008-00073. Conclusion: based on this investigation and the results of prior investigations, the event was consistent with normal behavior of the thyratron technology and the root cause is most likely related to the thyratron. This report mailed in to FDA on: 06/25/2008.